Event description:
In 2008, the pt and her husband reported that for the past 3-4 months, she will hear an occasional beep on her insulin infusion device. She said, she has had no other issues with the device and it appears to be working properly. She stated her device will beep 6-7 times while in the run mode but when she looks at it, there is no error or alert displayed. She said, it usually happens around 7-8 pm and does not happen some weeks but other weeks may occur 2-3 times. She stated they have checked the device alarm history and there is nothing unusual there. The pt stated, she is blind and her husband helps her with her device operation. She said she has not noticed whether the device vibrates when it beeps. She stated the beep has been heard by other people. The pt was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.